Event description:
Hospital reported that they had confused the model 270 IV pump with the model 275 IV pump and a child was infused with a quantity 10 times more than should have. Pt was admitted to the pediatric intensive care department for a few days, there is no report of death or serious injury. The model 275 is a micro infusion pump that has a fluid delivery rate of 0.1 to 99.9 ml/hr and is identified by model number, green labels on handle and control keypad, and decimal point in numerical displays. The model 270 has a fluid delivery rate of 1 to 999 ml/hr and is identified by model number, blue labels on handle and control keypad, and no decimal point on numerical displays. Confusion was a result of the hospital identifying the device by the rear case color, both being grey. Model 275 devices mfg prior to 11/93 had a green rear case. This is the only reported concern as a result of case color.